Event description:
It was reported that prior to the start of a da vinci-assisted umbilical hernia surgical procedure, the fenestrated bipolar forceps instrument was identified to have burnt marks at the elbows and pulley of the instrument. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the burnt marks on the instrument were found in central processing before autoclaving. The arcing was not witnessed or seen. The origin of the burnt marks was unknown.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Common causes of this failure are typically attributed to component failure. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.